Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported left side rupture, pain, irregularity of the contour of superior lateral aspect, hypodensity extending towards the axilla, compatible with extracapsular rupture, scattered benign calcifications, vascular calcifications, lobulation of the contour, fluid collection, extracapsular rupture. Healthcare professional later reported capsular contracture grade iii, asymmetry, palpability, wrinkling, not related to the device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Breast pain: unable to observe as it is not related to the manufacturing process. Calcification: not observed. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture, pain, irregularity of the contour of superior lateral aspect, hypodensity extending towards the axilla, compatible with extracapsular rupture, scattered benign calcifications, vascular calcifications, lobulation of the contour, fluid collection, extracapsular rupture. Healthcare professional later reported capsular contracture grade iii, asymmetry, palpability, wrinkling, not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.